Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The first patient sample initially generated a positive result for influenza b on cobas® liat®. The same sample was retested on a different cobas® liat® system which again had a positive result for influenza b. The sample was then retested on a different platform (filmarray by biomérieux) and negative results were generated for all three targets. A second patient sample initially generated a positive result for influenza b on cobas® liat®. The same sample was retested on a different cobas® liat® system which yielded negative results for all targets. The same sample was retested on a different platform (filmarray by biomérieux) and negative results were generated for all three targets. No harm was alleged. It could not be confirmed which results were reported for both samples. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Throughout the investigation, no product issue was found. The most likely cause for the discrepancy observed for the patient 1 sample is the sample having a low viral load at the limit of detection where results are known to waiver and may not be detectable with less sensitive assays. For the patient 2 sample, although the root cause cannot be identified, true amplification was observed for influenza b and no product problem was identified.